Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that there was no ac power to their unit and that it only operated on battery power. The customer verified that the unit was getting the 120ac volts going into the power supply but there was no 24 direct current (dc) volts coming out of the power supply. The rse advised the customer to replace the power supply. The rse provided the customer with the parts ID for the power supply to order and replace. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
Information was received that the customer replaced the power supply to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the customer replaced the power supply and reconnected the cable to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was no alternating current (ac) power to the unit. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that there was no ac power to their unit and that it only operated on battery power. The customer verified that the unit was getting the 120ac volts going into the power supply but there was no 24 direct current (dc) volts coming out of the power supply. The rse advised the customer to replace the power supply. The rse provided the customer with the parts ID for the power supply to order and replace. The investigation is ongoing.